Event description:
During priming of the device is preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion knob could not be adjusted. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.